Manufacturer narrative:
The insulin pump passed stop, idle, current, run current, off no power test and displacement tests. Intermittent button response was noted due to moisture damage to keypad traces. The device had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and stained end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 202 mg/dl. The insulin pump will be replaced. Nothing further reported.